Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) observed a dripping nozzle and adjusted it. A photometer check, blank cell measurement, and precision test were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 0.9 g/dl. The customer questioned the low result which prompted them to repeat the sample. The repeat result was 6.08 g/dl. The repeat result was deemed correct.